Event description:
Twelve patients experienced toxic anterior segment syndrome (tass) following cataract surgeries. Surgeries occurred over a six month period and involved two surgeons. This report is being submitted as manufacturer report number 1119421-2006-00212. The other manufacturer report number are MDR#s: 1119421-2006-00207 1119421-2006-00210 1119421-2006-00214 1119421-2006-00217 1119421-2006-00208 1119421-2006-00211 1119421-2006-00215 1119421-2006-00218 111-9421-2006-00209 1119421-2006-00213 1119421-2006-00216 no product, procedural or environmental factor was identified as a cause. A visit has been scheduled with a nurse consultant to assist the facility in identifying possible contributing factors in these cases of tass. In this case onset was within 24 hours and the tass was mild. The patient was treated with a topicals steroid 9high frequency). The inflammation resolved in a week and the patient had an excellent outcome. There was no unplanned surgical intervention and no cultures were obtained.

Manufacturer narrative:
No product was identified as more ksuspect than another and no product has been returned. Product history records were reviewed for the iol serial number provided and all documents indicate the product met release criteria. Lens sterilization records were reviewed and the sterilization cycle ran within all required parameters with no anomalies. There have been no other complaints received for the iol lot number identifed.